Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that when the lesion in the left circumflex (lcx) was stented with a 3.0 x 18 mm xience v mm, a dissection occurred and a second xience v (3.0 x 12 mm) was used to cover the dissection. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident info. Dissection is a known possible outcome of coronary stenting procedures, and is listed in the product instructions for use (IFU) as a potential adverse event. Furthermore, the IFU cautions: "implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." Although a cause for the dissection and the relationship to the product, if any, cannot be determined, there are no indications of any device deficiencies which could have contributed to the outcome of the procedure.